Event description:
It was reported that during a laparoscopic cholecystectomy, the clip fired but did not fire correctly and the clip was stuck on the duct. The device was manipulated to remove from the duct. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.